Event description:
It was reported that the patient underwent surgery for a transfemoral procedure after an implant duration of approximately five (5) years and eight (8) months due to severe regurgitation. Based on the follow-up with the health-care provider, the patient was also suffering from severe mitral regurgitation and pulmonary hypertension. An edwards transcatheter valve was implanted in the tricuspid position. No other details provided.

Manufacturer narrative:
Unfortunately, the subject device was not explanted, therefore, no evaluation can be performed. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. No further actions are possible with the available information.